Manufacturer narrative:
This report is being filed on an international product, list number 08p08-77 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I hbsag results were generated on a 51yrs old male patient. The results provided were: on (B)(6) 2025 hbsag initial=0.00 iu/ml (< 0.05 iu/ml=nonreactive) /siemens=30.0 iu/ml (reference range=< 1.00 iu/ml) /nucleic acid=between 10 to 20 (10 to 20=detectable). Additional information provided: hbeag=13.231 s/co; anti-hbc=4.2 s/co anti-hbs, anti hbe and anti-hbc were positive (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing of alinity I hbsag assay, reagent lot 70542fz01. Review of tracking and trending for the alinity I hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70542fz01.review of trending reports for the alinity I hbsag reagent did not identify any related trends. Sensitivity testing was performed with an in-house retained kit of lot number 70542fz01. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of alinity I hbsag, lot number 70542fz01, was identified.

Event description:
The customer reported false nonreactive alinity I hbsag results were generated on a 51yrs old male patient. The results provided were: on (B)(6) 2025 hbsag initial=0.00 iu/ml (< 0.05 iu/ml=nonreactive) /siemens=30.0 iu/ml (reference range=< 1.00 iu/ml) /nucleic acid=between 10 to 20 (10 to 20=detectable) additional information provided: hbeag=13.231 s/co; anti-hbc=4.2 s/co anti-hbs, anti hbe and anti-hbc were positive (no actual results provided) there was no reported impact to patient management.